Event description:
It was reported that during a left ventricular lead implant procedure, the catheter dissected the coronary sinus. No intervention was reported. The patient was stable during and following the procedure.

Manufacturer narrative:
(B)(4).